Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, instrument channel leak, bending section cover crack, and forceps passage leak were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that foreign material was exiting from the channel of the evis exera ii ultrasound gastrovideoscope . The event occurred during reprocessing and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 10 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the foreign material was caused by an air leak in the device which impacted the reprocessing. The specific root cause of the air leak could not be determined at this time. Olympus will continue to monitor field performance for this device.